Manufacturer narrative:
Concomitant medical products: 3058 mgu ipg implanted: (B)(6) 2015; 3889-33 mgu lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has dislodged and the right ventricular (rv) lead exhibited high, rising thresholds. Both the ra and rv leads were repositioned and remain in use. No patient complications have been reported as a result of this event.